Manufacturer narrative:
Investigation summary: bd received six (6) samples and a photo for investigation. The samples and photo were reviewed and the indicated failure mode for 'missing label' with the incident lot was observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and the issue of 'missing label' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced no label or missing label information. This event occurred 48 times. The following information was provided by the initial reporter. The customer stated: sst ii tube see through label. Before use. Received these tubes with no label instead of see-through label.